Manufacturer narrative:
This case was assessed by merz north america as serious. The events of injection site ischemia, injection site nodule and injection site pain were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported changed skin tone paler is considered to be a symptom of injection site ischemia and therefore was not coded. The reported felt heavy was considered to be a symptom of the event injection site nodule and therefore was not coded. Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse(+) in us. Additionally, this case was purely consumer derived, pending medical confirmation of the reported events. However, the reported events can occur after the treatment with radiesse(+) and a contributory role of the treatment with radiesse(+) cannot be ruled out with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site ischemia and injection site nodule were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this consumer report was received from a us consumer and concerns a 21-year-old male patient. The patient was injected with radiesse(+) into the jaw and chin (off label use of device), on both sides, in (B)(6) 2025. The lot number for radiesse(+) was reported as unknown. In (B)(6) 2025, reported as few days after the radiesse(+) injection, the patient experienced large, painful, burning nodules that felt heavy and changed the patients skin tone paler in these areas due to lack of blood flow. The corrective treatment included the surgical removal of the nodules on the face. The outcome of the events was unknown.